Event description:
It was reported to philips that the tempus pro screen was drifting and the system still available for use but in a restricted capacity. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.